Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette leaked. This occurred during priming of peritoneal dialysis therapy. The patient was not connected at the time of the event. Renal therapy services assisted the patient in removing the cassette. New supplies were used to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing and clear passage testing were performed with no issues noted. The cassette did not leak during testing. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.